Event description:
A (B)(6) woman, who had a history of dvt but currently had no evidence of dvt, wanted to have filter removed. Filter was placed in (B)(6) 2018. There was a single-stick access, with ultrasound guidance, of jugular vein. It was noted in its usual place; however, somewhat tilted towards the vena cava. The extraction wire was placed along with a filter without difficulty. No thrombus was noted. The snaring was then attempted to be placed around the device, however, because of adhesions and scar tissue, it was difficult to attach the device. The device could not be snared. A wire was then placed below and was then slightly dislodged. This dislodgement allowed capture. The sheath was brought down. The filter was then collapsed into the removal of filter. The bulk of the filter was then removed without difficulty. A f/u xray determined a single strut of the filter had detached and migrated into the pulmonary artery. The pt was then prepped in the groin. The entire strut was removed intact and without further difficulty. FDA safety report ID# (B)(4).